Event description:
During follow-up, the device was found to have reached its elective replacement indicator (eri). Premature battery depletion was suspected and was confirmed during review of device images by abbott technical support. The device was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
As received the device was end of service (eos) battery level. A longevity calculation was performed and the device did not meet its expected longevity requirements. The original battery was replaced; functional testing with a new battery was normal. The original battery was sent to the manufacturer for additional analysis but the cause of the premature battery depletion could not be conclusively determined. As a result of this finding, abbott is performing further investigation.